Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the outer silicone jacket of the patient's percutaneous lead was broken where the clamshell repair was located. There were no alarms or any indication of broken or damaged wires. There were no low speed or pump stop events. The vad coordinator reported that the patient is very hard on his equipment and requested that the distal end portion of the percutaneous lead be replaced in an attempt to prevent any issues in the future. The distal end portion of the percutaneous lead was then replaced.

Manufacturer narrative:
The pump is still in use supporting the patient; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump remains in use supporting the patient. Approximately 20¿ of the replaced external portion/distal end of the percutaneous lead was returned for evaluation. Removal of the clamshell, as well as the silastic jacket of the percutaneous lead, revealed several tears along the silastic jacket in a 6¿ section adjacent to the metal connector. The percutaneous lead was tested for electrical continuity in the condition that it was received, and there were no discontinuities or shorts. Examination of the percutaneous lead found some breakdown of the braided shield adjacent to the metal connector, as well as approximately 3¿ from the metal connector. Removal of the clear bionate and braided shield revealed a breach in the insulation of the brown wire approximately 7¿ from the metal connector. This wire damage appeared to be the result of cyclic flexing. There was no evidence of mechanical damage to the wires such as crushing or pinching. The remaining wires were unremarkable. If the exposed conductors of the brown wire had contacted the braided shield while the patient was operating on a tethered power source, the resulting short to ground would have affected pump functionality. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.